Event description:
A greenfield filter was implanted on (B)(6) 2002. On (B)(6) 2018 it was noted there was a perforation. The filter was noted to be tilted. Attempts were made to remove the filter; however it was unsuccessful. No further patient complications were reported. It was further reported that the inferior vena cava (ivc) filter was placed in 2009. In (B)(6)2018, recanalization of the iliac vein with possible ivc filter removal was recommended. During the removal procedure it was found that the filter was a non-bsc filter.

Manufacturer narrative:
Corrections: b5 describe event or problem: initially reported as a greenfield bsc ivc filter. Additional information received indicated it is a non-bsc ivc filter. H6 patient codes: initially reported 2001 perforation corrected to 2199 no consequences or impact to patient. H6 device codes: initially reported 3009 positioning problem corrected to 2993 adverse event without identified.

Event description:
A greenfield filter was implanted on (B)(6) 2002. On (B)(6) 2018 it was noted there was a perforation. The filter was noted to be tilted. Attempts were made to remove the filter; however it was unsuccessful. No further patient complications were reported.